Event description:
It was reported that two persona tibial articular surfaces cracked during trialing.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device found signs of repeated use and a fracture on the lateral side. Heavy gouge marks and dents were noted, indicative of heavy use. Device history records and receiving inspection reports were reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to bending/torsional loading on the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.